Event description:
Complaint received indicated that the brake was not holding on this unit. No alleged injury.

Manufacturer narrative:
Technician found that brakes were not holding. Replaced defective foot section hex rod to resolve this issue. Unit was in repair shop.